Event description:
Same case as MDR ID# 2134265-2013-06781. It was reported that during a coronary stenting treatment procedure, catheter and guide wire entrapment occurred. The target lesion was located in the left anterior descending artery. A jl4 6fr non bsc guide catheter with side holes was used. Then a 300cm luge guide wire was advanced but it exited into the side hole of the guide catheter and became "looped". The guide wire was unable to be removed. Then the 3.00mm x 24mm promus element plus stent loaded but was unable to be advanced further past the point where the 300cm luge guide wire went thru the side hole. When an attempt to remove and pull the 3.00mm x 24mm promus element plus stent back, it was stuck in the jl 4 6fr non bsc guide catheter. The entire system was removed from the patient's body in one unit the procedure was completed using another of the same device. No patient complication was reported and the patient condition was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the catheter was returned partially inside a guide catheter with connected valve and with a guidewire inserted. A section measuring 49cm from the manifold strain relief remained outside the guide catheter/ valve. The guidewire exited the guide catheter through a side hole and the 14cm section that was exiting was damaged with parts of the coating removed and lodged inside the opening. In this configuration of devices it is not possible to advance the catheter beyond the tip of the guide catheter. During an attempt to remove the catheter some initial resistance was met. The guidewire could not be withdrawn without excessive force. No issues were noted with the catheter or stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-06781. It was reported that during a coronary stenting treatment procedure, catheter and guide wire entrapment occurred. The target lesion was located in the left anterior descending artery. A jl4 6fr non bsc guide catheter with side holes was used. Then a 300cm luge guide wire was advanced but it exited into the side hole of the guide catheter and became "looped". The guide wire was unable to be removed. Then the 3.00mm x 24mm promus element plus stent loaded but was unable to be advanced further past the point where the 300cm luge guide wire went thru the side hole. When an attempt to remove and pull the 3.00mm x 24mm promus element plus stent back, it was stuck in the jl 4 6fr non bsc guide catheter. The entire system was removed from the patient's body in one unit the procedure was completed using another of the same device. No patient complication was reported and the patient condition was fine.